Event description:
The pt tested her blood glucose on suspect device and was 523 mg/dl. She did not feel this was correct. She took normal insulin and 20 mins later passed out. Her husband called the paramedics and paramedics tested her blood glucose and it was 29 mg/dl. She was taken to the ER and given an IV.